Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, field service engineer (fse) was dispatched to the customer's facility to address the issue. Fse confirmed the customer's report of broken sensor and error 4051. Fse replaced the s020 sensor, performed sorter alignments, and ran daily checks and quality controls (qc). All results were in acceptable range. The instrument was performing within specifications. No further action required by fse. A 13-month complaint history review and service history review for serial number (B)(4) for 11-nov-2016 through 11-dec-2017 for similar complaints were performed. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 6: system operation and appendix 4: error messages error 4051 is sorter z-axis home detection failure. This error is generated when the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution is for the customer to contact tosoh service center or local representatives. The most probable cause of the reported event is due to broken s020 sensor.

Event description:
On (B)(6) 2017 a customer reported getting error 4051 sorter z-axis home detection failure on the aia-2000 instrument. Customer also noted a sensor is broken off when they removed the back cover of the instrument. The customer was unable to run patient samples on alpha-fetoprotein (afp). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.